Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable transvenous defibrillation lead had dislodged. During the lead revision procedure, the helix on this lead could not be extended and lead properly affixed in the ventricle. No adverse patient effects were reported.